Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to a reported electrode problem. The device was explanted on (B)(6) 2011. It is unknown if the patient was reimplanted with another device. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2011.